Event description:
Unable to determine if the 50ml bag back primed into the primary 250ml normal saline bag or if the patient received the 50ml dexamethasone bag. Tubing not saved- it was put into hd bin. Pump taken out of service to be sent to biomed.